Event description:
It was reported that the customer changed the infusion set multiple times but continues to receive no delivery alarms. Customer got disconnected. Attempts to contact the customer were unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.